Event description:
It was reported by the aci vascular closure specialist that a female patient underwent a diagnostic coronary procedure on (B)(6) 2012. Access was obtained below the iea (inferior epigastric artery), via a 5f sheath (unknown model). A pre-procedure femoral angiogram showed no presence of pvd/calcium in the vicinity of the access site, and the vessel 5 mm in size. Following the procedure, the tech who is a trained user, selected the mynxgrip vascular closure device 5f to close the access site. It was reported that the sealant did not deploy, and the advancer tube "never came out" during deployment. The device was removed and the patient was converted to 20 minutes of manual compression. Hemostasis was achieved. The patient was ambulated and discharged to home the same day ((B)(6) 2012) with no reported clinical sequela.

Manufacturer narrative:
Visual inspection of the returned device showed that the shuttle was engaged to the handle and with the procedural sheath pulled back against the shuttle. The sealant was exposed beyond the slit of the shuttle tube. The advancer tube on the returned device was inside the shuttle cartridge. This received condition indicates an incomplete engagement of the advancer tube. The shuttle down procedure was simulated and the advancer tube was able to properly engage the tamp locks. The introducer sheath was inspected for anomalies (i.e. Kinks, deformity) that may have obstructed the device path during retraction. No anomalies were observed. Based on the provided information, the condition of the returned device, and the investigation performed, the probable cause for the reported event could have been from an incomplete engagement of the advancer tube. The review of the lhr (lot f1218401) indicated that the device lot met all established performance criteria prior to shipment.